Event description:
It was reported that a kyphoplasty procedure was aborted prior to start as the patient failed to accept adequate sedation to perform the case safely. There were no patient complications. No further information was reported.

Manufacturer narrative:
Method : followed up with company representative.